Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. We received a report stating the details of an unidentified customer's hospitalization. We attempted to obtain further information from the FDA, however, no new information is available as of 10/28/2015. Please see mw5055886.

Event description:
We received a report stating the customer developed severe hypoglycemia during hospitalization while on insulin pump in 2015 at 12:30. She was found unresponsive and blood glucose was undetectable. She was given 2 amps of dextrose and dextrose 5 percent infusion. Insulin pump download revealed that she appears to have given correction insulin only once when blood glucose was over 400 mg/dl. She bolused for carb intake at 1200 and 6 pm. She changed her site around 6 pm but reports when she hooked up reservoir, the insulin pump spontaneously primed a large amount of insulin with customer initiating prime. The device then alarmed (she didn't know what the alarm was for). It was cleared. Pump record indicating a no delivery alarm. Rewind was initiated again, filled reservoir and initiated pump therapy. Shortly after this episode around 1900 is when customer was found unresponsive with undetectable blood glucose.

Manufacturer narrative:
This additional information is being provided after new information became available. Please see medwatch report # 2032227-2015-45574 .

Event description:
It was reported that the customer was in the hospital for non-diabetes related issue, for 97 days into a 120 day visit, when the alleged insulin pump malfunction occured. The caller stated that the customer was hospitalized on (B)(6) 2015 at 1900 hours. The caller stated that the hospital blood glucose meter can detect as low as 10 mg/dl. However, the customer's blood glucose was below 10 mg/dl. The exact value was not provided by the caller. The customer was not in a vehicular accident. The caller stated that the insulin pump was replaced on (B)(6) 2015.